Event description:
Related manufacturer report number: it was reported that one of the patient's leads had pulled out and had migrated. The issue was confirmed via x-ray. High impedances were noted. Surgical intervention may occur to address the issue. It is unknown which lead had the issue so both are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the lead was explanted and replaced. Effective therapy was established post-operatively.